Event description:
On (B)(6) 2024, while cas was on-site for surgery support, ((B)(6)) doctor reported that he experienced an anterior capsular tear on procedure ID #(B)(6). This was notated to be at the juncture of the inferiorly located intelli-l marker. A sulcus lens was placed, and there was no vitreous loss.

Manufacturer narrative:
Cas was present and it is unknown what caused the run out. Video and images were reviewed. The laser completed the capsulotomy without issue.further discussion is being had with the surgeon surrounding setting adjustments for the capsulotomy.